Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported replacing the 15a fuse in the imaging system mobile view station (mvs) cabinet. On 07/05/2016 return requested for suspect 15a fuse. This part was discarded at the site and will not be returned to manufacturer for analysis. No further issues have been reported. Part discarded & will not be returned for analysis.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) was connected to the main outlet for charging. During the routine checks, found there was no power to the mvs cabinet. On further checks, identified that a 5a fuse was blown. In trouble-shooting, the mvs was connected to the main outlet for charging. Reported issue persisted. There was no patient present when this issue was identified.